Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited low impedance and undersensing. This was not observed until after the pocket was closed. The lead was removed and an alternate lead was placed. No patient complications have been reported as a result of this event.